Manufacturer narrative:
Continuation of d10: product ID 39286-65 lot# (B)(6), implanted: 2014 (B)(6), product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 39286-65, (B)(6), ubd: 28-nov-2016, UDI#: (B)(4). This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative (rep) reported that on (b)(3) 2021, the patient had their implanted neurostimulator (ins) replaced due to normal end replacement indicator (eri).  Prior to the surgery, the rep interrogated the system and all impedances were normal.  During the surgical procedure, the physician had a hard time getting the 8-15 lead released from the old ins.  They were able to get it released and inserted into the new ins.  Impedances were checked again after the lead was in the new ins, and impedances were identified on electrodes 14 and 15 (red indicators).  Multiple attempts were made at wiping down the lead itself without resolve.  The rep programmed around electrodes 14 and 15 in post-op.  The patient confirmed they were getting good coverage and all their painful areas were covered.  No issues alleged or suspected with the ins. Additional information was received from the manufacturer representative (rep). It was reported that when the rep checks impedances to the ins before the lead is connected, they all come back red. That was done, as this is a tactic they employ to keep the tablet screen awake and connected. The doctor did not want to open a wens to check. There was no visible damage that the rep could see or that was reported to the rep.